Event description:
A high blood glucose event was reported, with the cgm displaying a "high". Cause was not known. The customer administered a correction bolus via the pump and changed the infusion set five times. Technical support instructed the customer to inspect the site and replace supplies as necessary. A replacement supplies were sent to the customer, and additional assistance was offered.